Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. There was no reported moisture or corrosion. There was no indication that the product caused or contributed to an adverse event. This is potentially because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. There was no reported moisture or corrosion. There was no indication that the product caused or contributed to an adverse event. This is potentially because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2014 with the following findings: a review of the black box revealed an unexplained power on reset (por) event on (B)(6) 2016. There was no damage found to the battery cap. The battery cap contact height and width measurements met specifications. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; no further moisture ingress was found to the printed circuit board or to the continued glucose monitoring module. The reported ¿intermittent power¿ complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked at the threads above and below the grip pad. Also unrelated to the complaint, the display contrast was observed to dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).